Manufacturer narrative:
The investigation for the reported hemolysis and the pump stop has been completed. The impella was not returned for evaluation. The root cause of the hemolysis cannot since the product was not returned and insufficient clinical details were provided. The root cause of the pump stop cannot since the product was not returned and insufficient clinical details were provided. D4-updated fields, expiration date unknown h10 corrected citation: sicouri, s., shah, v. N., buckley, m., imperato, n., mcgee, j., casanova, e., gnall, e., & plestis, k. A. (2023). Use of impella devices for acute cardiogenic shock in the perioperative period of cardiac surgery. Brazilian journal of cardiovascular surgery, 38(1). Https://doi.org/10.21470/1678-9741-2021-0398.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note(s): device-specific information other than brand name was not provided and therefore sections d4/h4 are respectively indicated as unknown. Unspecified malfunction is captured to section h6 medical device problem code as pump stop. Publication reference: serge sicouri1, md, et al. (2022). Use of impella devices for acute cardiogenic shock in the perioperative period of cardiac surgery. Braz j cardiovasc surg 2022-ahead of print: 1-8.

Event description:
On 2024-05-02 complaints forwarded publication entitled: "use of impella devices for acute cardiogenic shock in the perioperative period of cardiac surgery" which detailed 11 impella patients, 7 impella cp, 1 impella rp, 1 impella cp-impella rp bipella, and 2 impella 5.0 pumps. The publication noted "device related complications included varying degrees of hemolysis in 8 patients (73%) and device malfunction in 1 patient (9%). Patient 1 (intraoperative) with the device malfunction had both an impella rp and impella cp support as well as va-ECMO"(venous-arterial extra-corporeal membrane oxygenation). Patients underwent placement of impella devices preoperatively, intraoperatively or postoperatively with venous-arterial/venous-venous extra-corporeal membrane oxygenation (va/vv emco) utilization for some patients.